Event description:
It was reported that the catheter which was implanted on (B)(6) 2008 leaked, therefore, air got into the machine and the blood became foamy. The catheter was shortened and reconnected. The pt did not need a new catheter. Only one drop of blood was lost.

Manufacturer narrative:
The complaint of a catheter leak is inconclusive. This facility has provided a series of photographs that have been taken of the alleged complaint sample. The photo implicates a pourchez retro & safe trac combo kit, tip to cuff 23 cm. The photos show the venous extension tubing attached to a blue connector but do not show conclusive evidence of a leak. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complaint.